Manufacturer narrative:
This complaint is reportable per regulation/out of abundance of caution.

Event description:
Base of the toothbrush came off...causing it to explode and rupture-oral-b rechargeable toothbrush handle [device breakage]. Base of the toothbrush explode and rupture-oral-b rechargeable toothbrush handle [device battery explosion]. I didn't get injured [no adverse event]. Case narrative: consumer reported via messaging that base of the toothbrush came off, causing it to explode and rupture.no injury reported.